Event description:
Hcp reported pt's failure to respond to treatment, continued pain and narcotic intolerance." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.